Event description:
It was reported by service report that the stretcher goes into trend when lowered. The foot end of stretcher will not lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: release rod link, release rod.